Event description:
It was reported that the programmer exhibited autonomous cursor movement with the cursor moving and selecting menu items without user input after the most recent software update. It was noted that the issue also occurred during the interrogation of a cardiovascular implantable electronic device (cied). It was further noted that the programmer continuously emitted beep type sounds and took longer than expected to interrogate the implantable device. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of the programmer exhibited autonomous cursor movement with the cursor moving and selecting menu items without user input after the most recent software update. Also, was unable to confirm the continuous beep sound was observed or the programmer interrogation took longer than usual. No anomalies found, the programmer passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.